Manufacturer narrative:
Corrected data: d9, h3 (device returned for analysis), e4 (reporter did not submit 3500a form to FDA), h6 (health effect - clinical code, health effect - impact code, type of investigation; investigation findings, investigation conclusions). Updated results of investigation: the complaint device used in treatment has not been completely returned. A visual evaluation of the returned part was conducted, and it was concluded that the ceramic ball head has not been completely returned. In total, 15 fragments were delivered. However, some fragments are missing. Additionally, metal transfer is visible on the articulating surface as well as on the inner taper interface of the ball head. On the xlpe insert, no parts are missing or have been broken-off. However, the device looks heavily deformed and worn. The material assessment was performed, it was concluded that the ceramic head complied with density specifications at the time of production. Secondary metal transfer patterns can be located on the fragments of the femoral head as a result of contact with metal parts and/or surgical instruments. Due to secondary damage and missing fragments the fracture origin cannot be identified on the fragments of the femoral head. A review of the production documentation did not detect any deviation that could have contributed to the reported failure mode. The review of historical complaints for the alleged device revealed no additional similar complaints reported for the same batch, and no additional similar complaints for the same product number over the past 12 months with similar a failure mode. A review of past corrective actions was performed. No further escalation is required. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. The instructions for use (lit. No. 12.23, ed 03/21) states "implant component fracture" as a ¿potential adverse device effect¿ in combination with the implantation of a hip prosthesis. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. The reported root cause of the fractured ceramic head was the patient activity/per surgical report ¿diagnoses: ceramic head fracture after fall with hip replacement on the right for 9 years¿/¿2-fold twisting trauma¿ right hip: 1st fall one week ago¿no further complaints¿.on the previous day, a crack in the area of the right hip had had climbed under a table and felt significant discomfort¿. The week delay in seeking medical attention likely contributed to the severity of the component deformation and patient pain. The patient impact is determined to be the component fracture, crack, and pain secondary to the fall, along with what appears to be an intraoperative complication which required an ¿open removal of trial head of prosthesis system dislocated into the pelvis cranially through a separate incision on the right¿ and ¿open insertion of a drug carrier into the right hip joint (sponge + 1 g vancomycin)¿. A transient post-surgical restorative phase would be anticipated. The root cause of the event can be attributed to events related to the hip trauma suffered by the patient when he fell. The need for further actions is not indicated. Nevertheless, smith+nephew will continue to monitor this device for similar issues. The returned device will be retained.

Event description:
It was reported that after a thr performed on (B)(6) 2015, the patient fall on the hip on (B)(6) 2024 and this caused some pain, then increasing cracking in the hip area. The patient presented in the emergency room on (B)(6) 2024. A revision surgery had to be performed on (B)(6) 2024 because the ceramic ball head 32 m fractured, the fragments were removed and the device exchanged. Current health status of the patient is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.